Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip reload did not clip properly and during examination the end tip wire was loose. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis confirmed and replicated the customer reported complaint 'clip reload doesn't clip properly and during examination the end tip wire is loose'. The instrument was found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the input shaft. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection revealed no signs of missing parts and found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.